Manufacturer narrative:
There is no information provided regarding the return of the actual complaint product to the manufacturer. A review of the device history record is not possible as no lot number was provided. A field action was initiated on 07-feb-2018 (product advisory notice was sent to all potentially impacted customers). All information reasonably known as of 01-mar-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Halyard received a single report that referenced twenty one different events, which were associated with separate units, involving an unknown number of patients. This is the sixth of twenty one reports. Refer to 8030647-2018-00148 for the first event. Refer to 8030647-2018-00149 for the second event. Refer to 8030647-2018-00150 for the third event. Refer to 8030647-2018-00151 for the fourth event. Refer to 8030647-2018-00152 for the fifth event. Refer to 8030647-2018-00154 for the seventh event. Refer to 8030647-2018-00155 for the eighth event. Refer to 8030647-2018-00156 for the ninth event. Refer to 8030647-2018-00157 for the tenth event. Refer to 8030647-2018-00158 for the eleventh event. Refer to 8030647-2018-00159 for the twelfth event. Refer to 8030647-2018-00160 for the thirteenth event. Refer to 8030647-2018-00161 for the fourteenth patient. Refer to 8030647-2018-00162 for the fifteenth patient. Refer to 8030647-2018-00163 for the sixteenth patient. Refer to 8030647-2018-00164 for the seventeenth patient. Refer to 8030647-2018-00165 for the eighteenth patient. Refer to 8030647-2018-00166 for the nineteenth patient. Refer to 8030647-2018-00167 for the twentieth patient. Refer to 8030647-2018-00168 for the twenty first patient. It was reported that a customer experienced issues with the flex connectors disconnecting during use. The issue was resolved by removing, changing the entire circuit, changing the flex connector, or wrapping it with tape so it is snug. No patient injury was reported.